Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the windows sign-in screen. A technical support specialist (tss) noticed a system configuration prompt on the station's display, which requested the administrator service account credentials. The tss verified the local account login and entered the credentials for each station, successfully clearing the prompts and allowing access to the application. The tss then accessed the application and rebooted the device from within it. After the reboot, it was confirmed that the application launched automatically without showing the configuration prompt. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user cannot get past sign-in screen, and it was affecting multiple stations. The customer reported that multiple stations on-site were stuck on the windows sign-in screen that caused a delay in patient care. There were no adverse events or injuries reported based on this event.